Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported that pen needles are not allowing insulin through. Verbatim: item 320119 lot # 9009528 finding every 1-3 pen needles not allowing the baslagar thru the needles. Review use of pen needles with consumer, he does not complete a flow check just does injections. During the injection he takes 18 uts gets down to about 6-7 units and then it stops. Informed consumer reasons of the flow check and proper placement of non patient end. Discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported that pen needles are not allowing insulin through. Verbatim: item 320119, lot # 9009528 finding every 1-3 pen needles not allowing the baslagar thru the needles. Review use of pen needles with consumer, he does not complete a flow check just does injections. During the injection he takes 18 uts gets down to about 6-7 units and then it stops. Informed consumer reasons of the flow check and proper placement of non patient end. Discarded.